Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that the insulin pump is saying auto off. Customer stated that she could not get into anything but the history when trying to access the auto off alarm. Customer's blood glucose reading was 232 mg/dl. Nothing further reported.